Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the pai region stating "there was no video image. The scope was never used on the patient and when the scope arrived, it was checked before cleaning and there was no image" involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). The loaner endoscope was received by pentax medical for evaluation on 24-aug-2021 and the endoscope is awaiting inspection as of 22-sep-2021. Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process.